Event description:
It was reported that patient faced infusion occlusion issue events between (B)(6) 2026 to (B)(6) 2026. Patient resolved by straightening his tubing, confirming blockage is in the tubing. The blood glucose level was high and was treated with multiple daily injection.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.